Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a leakage occurred. It was reported there was a leakage in the membrane where flushing fluid enters. There was no patient consequence. Additional information received indicating the hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. No air entered the patient¿s body. An abbott brk1 needle was used for transeptal.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The date of event was not provided. As such, field b3. Date of event has been populated with 1-jan-2023. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 10-oct-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a leakage occurred. It was reported there was a leakage in the membrane where flushing fluid enters. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies in the device. An irrigation test was performed and leakage was detected in the hub area. For this reason, a microscopic inspection was performed and it was found that the side port tube interception was partially detached; however, presence of adhesive was observed. An internal corrective action that is being followed to address and reduce this failure mode. A device history record was performed for the finished device batch number, and no internal actions were identified. The detachment found in the sideport tube could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on 7-dec-2023, the product investigation details were updated to process a correction. It was previously stated that ¿an internal corrective action that is being followed to address and reduce this failure mode.¿ however, this was incorrect. No internal corrective action was required for this failure mode.